Manufacturer narrative:
On (B)(6) 2020, manufacturer report number 1645337-2019-19941, was identified to be a duplicate of this complaint. All further reports will be submitted under this manufacturer report number. Additional information received: the patient also experienced infection on the right side and the date of explantation for this device was (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided that there was no impaired healing on the right side. Patient code 2378 (healing, impaired) removed to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round spectrum 425cc breast implants and experienced infection on the left side and delayed healing on the right side. The right breast was sown back up, and the left breast implant was removed on (B)(6) 2017 due to a culture returning positive for pseudomonas bacteria. This report is for the right side.